Event description:
Event description guidant received information that this device was providing therapy only in the atrium. The device was oversensing ventricular activity and inhibiting the output. The ventricular activity was in the form of premature ventricular contractions (pvcs). The patient was feeling symptomatic.